Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v515472, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported there was high impedance. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. At 3.6v at 936 ohms it would be 54 months and at 3.6v at 909 ohms it would be 65 months. There was an impedance measurement of >2,000 ohms on some of the unipolar pairs. All pairs with #0 were >2,000 ohms. #0 was not used in programming. The high impedance with #0 was noticed on the day of report. The patient was seen 2 days prior to report and the impedances with #0 were normal at that time. There were not concerns otherwise about either of the patient¿s batteries and their longevities.